Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: from the verbatim, the probable root cause for blood leaking from the port could be due to valve moved issue. CAPA#(B)(4) was initiated to address the issue. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: fluid was administered via the port. Then it started bleeding from the port with high pressure. Blood leaking from the port. The customer can see that the grey "thing" under the port has been moved.